Event description:
Technician alleged that the brake casters swivel when set. No pt impact.

Manufacturer narrative:
The technician found the brake casters were faulty. The technician replaced the brake casters to resolve the issue.